Event description:
The ge oec 9800 fluoroscopy system was reported to have image quality issues. Grainy images were reported.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that low dose was being used and causing the image quality issue on pts that the low image dose was inappropriate. The user was unfamiliar with proper system operation. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.